Manufacturer narrative:
The insulin pump was received with unexpected restart alarm after battery change due to faulty connector interface board. The insulin pump passed the operating currents test, self-test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump had minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating the insulin pump had alarm unexpected restart during normal use. Customer's blood glucose at time of incident was 156 mg/dl. The customer stated the alarm occurred after inserting a new battery. The customer was advised that we are sending replacement.